Event description:
Caller reported that cartridge leaked insulin from the pigtail area, with the issue occurring once. There was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl. Caller successfully changed the cartridge and resumed insulin therapy.